Manufacturer narrative:
(B)(4). Visual inspection noted body fluid ingress through the butt bond. Dried body fluids were also found on the handle, main body tubing, and distal end. Dried saline was found on the tip and irrigation holes. The steering knob turned with very little resistance and the distal end remained straight as the knob was rotated in either direction. The device passed all electrical testing and no error codes, warnings or alarms occurred during one ablation test. X-ray found body fluid throughout the distal end and both steering wires separated from the center support. The distal end was dissected for a closer look at the separated steering wires. Dried body fluid found through the wire holes under rings 2 & 3. Entire distal end filled with dried and liquid saline. Center support sheath was dissected to gain access to the steering wires. Center support and both steering wires were covered in saline and severely corroded. The steering wire solder joints were also severely corroded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 26-july-2018. It was reported that magnetic tracking was lost during ablation. A intellanav oi¿ ablation catheter was selected for use. However, it was noted that the magnetic tracking was lost during ablation, error 1313-2 was displayed. The catheter wa exchanged and the procedure was completely successfully without harm to the patient. No patient complications were reported. Analysis of returned product revealed saline and body fluid ingress through a split seal at the butt bond.